Event description:
The patient had the device in his right knee for approx 22 months. The patient was revised to a tka due to ongoing knee pain. The revision was performed by another surgeon, not the implanting surgeon.

Manufacturer narrative:
The initial reporter indicated the event was device related; however, there was no additional information provided.